Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}; product ID {gwbc30}; product type: {guidewire}. Image review: one media image and one cine image of the event was provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. It was reported that during a transcatheter aortic valve implant procedure, the valve was positioned in that it was positioned 3 millimeters (mm) from the non-coronary cusp (ncc) and 4 mm from the left coronary cusp (lcc). The depth of implant cannot be confirmed with the evidence provided however evidence does support the a post implant balloon aortic valvuloplasty (bav) after full release. It was reported that as the post-implant bav was being completed, the temporary pacemaker experienced loss of capture, and the valve dislodged in that it was completely positioned in the ascending aorta. Evidence supports that during inflation of the balloon the balloon moved from the starting position higher into the valve which subsequently could have cause the valve to dislodge. Evidence showed the dislodge valve was snared and a second valve was deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was positioned in that it was positioned 3 millimeters (mm) from the non-coronary cusp (ncc) and 4 mm from the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty (bav) was then completed. As the post-implant bav was being completed, the temporary pacemaker experienced loss of capture, and the valve dislodged in that it was completely positioned in the ascending aorta. In response, a new transcatheter aortic valve was pre-pared and advanced to the patient's aortic annulus. As the second valve was deployed and implanted, pericardial effusion was noted as well as hypotension. Subsequently, the patient was put on cardiopulmonary bypass (cpb) and converted to open heart surgery to further diagnose the problem. A 80 minute procedure delay occurred due to the valve dislodgement and conversion to open-heart surgery. Per the physician, the procedure contributed to the patient symptoms. Per the physician, the valve contributed to the pericardial effusion and patient symptoms. Per the physician, the post-implant bav caused the valve dislodgement. Additional information was received that the during the implant with the first valve, the deployment starting point was at the bottom third of the pigtail. A medtronic confida guidewire was used during implant. The loss of capture during pacing was the cause of the dislodgement of the first valve. Per the physician, the second valve implant contributed to the pericardial effusion.